Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found a small leak in the waste line. He trimmed the tubing and performed calibration and qc. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas 8000 cobas ise module (double). On (B)(6) 2024, sample 1 initial result was 170.2 mmol/l and the repeat result was 143.3 mmol/l. On (B)(6) 2024, sample 2 initial result was 165.2 mmol/l and the repeat result was 137.6 mmol/l. On (B)(6) 2024, sample 3 initial result was 162.3 mmol/l and the repeat result was 143.1 mmol/l. On (B)(6) 2024, sample 4 initial result was 160.4 mmol/l and the repeat result was 140.2 mmol/l. On (B)(6) 2024, sample 5 initial result was 111.6 mmol/l and the repeat result was 139 mmol/l. On an unknown date, sample 6 initial result was 134.1 mmol/l and the repeat result was 108.8 mmol/l.

Manufacturer narrative:
The investigation could not determine a specific root cause. The service actions appear to have resolved the issue.